Manufacturer narrative:
The device was returned for evaluation. The implant was noted to be detached and stretched completely. The monofilament on the marker band could not be retrieved. Two pushers were returned. The analysis of pusher #1 noted that the resistance was measured and found to be within specifications. There were striations on the monofilament body, indicating a tensile pull. There was approximately 0.200" rebound. The analysis for pusher #2 indicated that the resistance was measured and found to be within specification. The monofilament has a mushroom measuring 0.0045, and the recoil length was 0.140." Based on the investigation and provided information, the complaint of a broken coil cannot be confirmed. The analysis for the two (2) pushers returned indicated that the implant coil was thermally cycled prior to detaching, as the monofilament on the marker band end was missing.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, the coil unexpectedly detached without use of the controller. The coil was retrieved with a snare device. There was no reported patient injury. The current patient's status is reported to be doing well.